Event description:
The MFR's rep reported that the pump was replaced due to pump alarming; pump had been implanted for 83 months. The catheter was noted to be severed at the time of surgery and the catheter was replaced, as well. The pump contained morphine, bupivicaine and clonidine. Concentration of morphine was 30 mg/ml; daily dose was 3 mg. When the pump was disconnected from the catheter during surgery, no cerebrospinal fluid backflow was noted. Difficulty injecting dye was encountered and dye was not visible. When the distal site was opened, it was discovered that the proximal part of the catheter was severed just adjacent to the connector. The catheter was also replaced. Distal portion of explanted catheter remains in situ. The pt was reported to be getting good pain relief 24 hours post-operatively.

Manufacturer narrative:
H6 - final device analysis reveals catheter torn. Final analysis of pump reveals battery depletion end of life.